Event description:
It was reported that while performing a breast biopsy the holster was making a squeaking sound when samples were taken. The case was able to be completed with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the blue cable due to it was broken at the lemo connector and causing noise per the complaint. The green cable was replaced because it caused l3-009 errors, and the e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.